Event description:
Sterile skin closures do not function. They do not adhere properly to the skin either with or without benzoin. If they can be made to stick to the skin, they fall off within one or two days. This is completely unsatisfactory as a skin closure device. It could compromise pt recovery, and increase postoperative complications. As a result, the surgeons working in general, gyn, and orthopedics svs constantly complain of the lack of quality of these strips and most simply refuse to use them.